Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a vicmo13.7, -17.00 diopter, implantable collarmer lens tore during loading. Damage was noted after opening vial, when pulling lens into cartridge. Cause of the event is reported as "lens felt soft/tore while pulling into cartridge.'

Manufacturer narrative:
Additional information: lens returned dry in a cartridge. Visual inspection found lens returned in cartridge. The lens was removed from the cartridge to verify the complaint description. Lens is curled up and unable to evaluate. Cartridge was returned with clear surgical residue on product. Visual inspection found no visible damage to device and resdue on device. (B)(4).